Event description:
A (B)(6) male was admitted on (B)(6) 2012 for a tonsillectomy plus uvuloplasty. During the procedure it was noted that the pt was getting a burn on the right corner of his lip. It was realized there was a break on the insulation on the monopolar forceps electrocautery approximately 3 inches from the tip. The cautery was immediately changed for one that did not have any insulation breaks and the dissection continued. The pt sustained 2 relatively minor burns on the right corner of his mouth and a little more superiorly on the lip. A topical antibiotic was applied to the burns. The burns are relatively superficial and expected to heal without any refraction or scarring.